Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause; insufficient information. Source; phone.

Event description:
Reported 1 false negative sars results for one patient. The patient's symptomatic/asymptomatic status is unknown. The customer communicated the result was confirmed positive by molecular (pcr testing). The customer was unable to provide further details and clarification.